Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred frequently between 1/14/2026 and 1/17/2026. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined. No injury or medical intervention was reported.